Manufacturer narrative:
Continuation of d10: 429888 lead; 6935m62 lead implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) toned, and the physician noticed that the left ventricular (lv) lead was not completely set. When the physician removed the lead, the device stopped alarming. The device subsequently had a diagnostic reset. Upon interrogation of the device, the battery longevity status bar was gray, indicating low battery voltage. Prior to the reset the device had a green bar. The device remains in use. No patient complications have been reported as a result of this event.